Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via phone call issues with the insulin pump. Customer's blood glucose level was in 250-350 mg/dl range. Customer claimed the insulin pump does not properly deliver insulin. Customer advised the device stated insulin was being delivered, however patient felt the device was under delivering or not delivering insulin at all. Customer declined to troubleshoot and wants the insulin pump replaced. Customer was advised to follow up with their healthcare provider as a new insulin pump may not bring down their high blood glucose.